Event description:
A malfunction alarm identified as malf 16 occurred, but there was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in attempting to reset the pump; however, the issue persisted after the reset. Consequently, technical support decided to replace the pump and provided instructions for returning the malfunctioning device. The customer arranged to use multiple daily injections (mdi) as a backup insulin delivery method.